Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth, one of them (brush head) completely fell apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old female reported that while using an oral-b rechargable toothbrush, version unk, the oral-b brushheads, version unk came off in her mouth. She reported this had occurred 3 times. No symptoms developed.